Manufacturer narrative:
The dreamstation 2.0 device was returned to the pil for additional testing. The device was found to operate as designed without issue when evaluated independently. Duing the investigation, pil observed. The bottom enclosure screws were missing. *a dust-like contaminant was observed on the ui display bezel, top enclosure, center enclosure, iso port, inlet/outlet seal inside the inlet of the blower box, on the blower, blower seal, blower box, and bottom enclosure. *what appeared to be dried liquid spots with potential mineral deposits were observed on the top enclosure, center enclosure, iso port, blower, blower box, heater plate, heater plate spring, and bottom enclosure. *hair-like particles were observed on the iso port and blower seal. *the screw bosses on the top enclosure were observed to be broken. *the heater plate was observed to have a charring/delamination to it. The issue of charring to the heater plate is addressed in CAPA 3350240. *the heater plate spring was observed to have an unknown contamination on it, likely due to charring of the heater plate. Pil was not able to confirm the complaint of heater plate not warming up or address the symptoms specified, but can confirm the heater plate having an odor due to the charring/delamination while heating up. Risk tags associated with this mode of failure include: rmm5, rmm6, rmm78, rmm82, rmm65, rmm67, rmm69, rmm70, rmm72, rmm74, rmm10, and rmm12. The results of this investigation do not impact the calculated risks as outlined in ER-2248355 (v02).

Event description:
A device was returned to a third-party service center for service. There was no report of serious patient harm or injury. There was no report of medical intervention. Customer complaint the machine turns off and on was confirmed. During the evaluation of the device, they found pca is damaged and traces of burn. The device will be sent to pil for further investigation.